Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to the local office of olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported event was duplicated due to the failure of the camera cable. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from olympus (B)(4), there was the possibility that this phenomenon was attributed to the breakage of the camera cable due to user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified therapeutic procedure with the subject device at the user facility, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user facility replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event.